Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow block alarm issue on (B)(6) 2026. The blockage was located in the tubing. No further information is available.